Event description:
It was reported that the device reached end of life (eol) voltage level faster than expected. As a result, the patient experienced dizziness. The device was explanted and replaced to resolve the event. The patient was in stable condition. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.